Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 280 mg/dl and 86 mg/dl. No actions taken based on device results. No adverse event reported. Customer also reported that she obtained a blood glucose result of 380 mg/dl on the advantage system, administered 70 units of insulin, and immediately after the injection felt low blood glucose symptoms. Someone called paramedics for her, and paramedics obtained a result of 20s-range mg/dl. Customer was treated with oral glucose and transported to the hospital, where she was treated and released. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.